Event description:
Reportedly, during a preventive maintenance check, the device froze and infusion stopped. The device did not alarm. This occurred intermittently.

Manufacturer narrative:
Device evaluation results: service could not duplicate the reported failure, but did find a loose eprom connection. The intermittent failure experienced at the facility was most likely due to this loose connection. Reinstalled loose connector.